Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post sensed t-wave oversensing (pstwos) was observed on the device. The issue was resolved by reprogramming the device but resulted in undersensing. Technical support was contacted and suggested to keep the new programmed settings to avoid the pstwos. Further information was requested but not yet available.